Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -15.5 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Excessive vault and significant reduction of irido corneal angles was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- the reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -15.5 diopter was implanted into the patients right eye (od) on 16-may-2022. Excessive vault and significant reduction of irido corneal angles was observed. Lens remains implanted. Post-op on 07-jul-2022 the patient is all fine. The vault has improved and normalized. The patient is happy. Claim# (B)(4).

Manufacturer narrative:
Correction: h6 - device code 1494: off-label use (over 45yrs of age at date of implant) should be removed from initial MDR. Claim (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: one additional similar complaint type event reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).